Event description:
It was reported that the customer was in the hospital not related to diabetes. The nurse requested assistance to review the bolus history. Assisted the nurse to review the settings on the insulin pump. Two days later, the customer's daughter called and stated that the device was alarming motor error. The blood glucose reading at time of the call was 230mg/dl. It was stated that the customer had an MRI and the device was kept in the same room. Performed a displacement test and the insulin pump alarmed motor error. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase.